Event description:
According to the literature, the study aimed to evaluate and compare clinical outcomes of per-oral endoscopic myotomy (poem) for spastic esophageal disorders (seds) and esophagogastric junction outflow obstruction (egjoo) among opioid users and non-users. A total of 277 consecutive patients underwent poem for seds and egjoo during the study period; 33 patients (4 in the opioid user group and 29 in the nonuser group) were excluded because of missing values. Overall, there were a total of 6 adverse events (4.7%), 3 in each group. Two patients (1 in each group) had mucosectomy (perforation), all of which were repaired at the time of the procedure. One patient in the opioid user group developed delayed bleeding on postoperative day one. Repeat endoscopy and re-evaluation of the tunnel did not show any further active bleeding, and no intervention was required. Two patients (one in each group) developed aspiration pneumonia and were treated successfully with antibiotics. One patient in the non-user group developed left pneumothorax that required placement of a small pigtail chest tube for 24 hours for decompression.

Manufacturer narrative:
Reference: bahaaldeen bani fawwaz, md, yiyang zhang, ms, dennis yang, md, 2023. Peroral endoscopic myotomy for spastic esophageal dysmotility among opioid users: a multicenter propensity score matching study. Gastrointestinal endoscopy volume 99, no. 6 : 2024, pp. 924-930. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.